Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for site inspection, the implantable cardiac monitor could be seen at the site of the implant. During the inspection, the device was noted coming out of the pocket. There was no sign of infection. The device was explanted. Device reimplantation at a different site was planned. Patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.